Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, and other. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent a mesh revision on (B)(6) 2010 due to mesh exposure and vaginal pain. The patient also underwent mesh revision, lysis of adhesions, laparoscopic sacrocolpopexy and solyx transobturator single-incision sling implantation on (B)(6) 2010 due to pelvic organ prolapse and stress urinary incontinence. (B)(4).